Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h7, h8, h11. Distribution history: this complaint unit was manufactured at csi on 12/18/2016 and shipped on 10/31/2017. Manufacturing record review: dhrs were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: this unit was returned due to a 2021 - 2022 recall (1216677-09-03-2021-003). It was subsequently updated on rwk #(B)(4) 2/24/2022 and returned with an updated board to the latest revision on 3/1/2022. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Majority of complaints were not confirmed. The others are similar to this complaint. Product receipt: the complaint unit was returned 4/14/2025. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found the unit rf leakage test for coag was not within the watts range (5 - 14). Root cause: this unit's r77 was adjustable and executed under the standard assembly procedure in place. The original watts for coag was set to 11 (2016), then 7 when reworked (2022) and 8 when repaired/service in 2025. Coag mode involves higher voltage levels than the other modes and minimal isolation wear is expected over time. This may result in a slight increase in leakage current. This increase is very small and remains well within the safe limits - there is no indication the current leakage has come close to exceeding 120 ma. Regardless of a small increase of leakage due to wear, the device's electrical leakage monitoring system correctly responded by cutting power in response to detected excess amount of electrical current leaving the circuit. This occurrence is low. The unit was adjusted, via r77, to the allowable watts for coag per procedure. It was tested to specifications free of defects and returned to the customer. The dfmea was reviewed confirming rf leakage was captured, appropriately rated and lists the monitoring circuit as a control for rf leakage. The pfmea was also confirmed to capture the controls in the assembly process. As the unit operated per its intended design, no additional actions are required. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
No additional information.

Manufacturer narrative:
Device location is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device displayed a leakage error message. No patient harm reported. Unit to be returned for repair. No additional information is available. 1216677-2025-00020 lp-20-120 (B)(4).